Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 14565 were returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Flushing/air aspiration testing did not show any air passing through the tube or expelled from the distal tip. Functional testing of the sheath confirmed the hemostatic valve was leaking. Air bubbles were observed through the valve. The valve disk was suspected to be torn. In conclusion, the reported air ingress during aspiration was confirmed through testing but not through data analysis. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, more micro bubbles than usual were aspirated from the sheath, indicating air ingress. The case was able to be completed with cryo. No patient complications have been reported as a result of this event.